Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was changing her infusion set and her insulin pump alarmed no delivery. Customer's blood glucose was unknown. She stated the issue was resolved by changing the infusion set. Customer was advised to call next time the issue occurs for troubleshooting. Nothing further reported.